Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going.

Event description:
It was reported that there was an issue with the enduro adapter. During a knee procedure, the surgeon had difficulty engaging the taper onto the hinge assembly. It caused a 15-minute delay in surgery. This malfunction did not cause patient harm or require intervention. After the surgery, the threads on the reusable instrument were noted to be damaged and had prevented it from fully engaging. Additional information was not provided.

Manufacturer narrative:
G1/2: contact information updated due to the expiration of exemption e2014018. Manufacturing site evaluation: investigation: no product was returned, therefore a failure description as well as investigation is not possible. Batch history review: the device quality and manufacturing records could not be reviewed as no lot number was provided. Conclusion and root cause: based on the information available, it is not possible to determine a definitive root cause. It could be possible that the failure is usage related. Rationale: in light of the little information received and due to the circumstance that the device was not returned for investigation, it is not possible to determine a root cause for the described failure. There is no indication of a material problem in relation to this product. Potentially, the damaged thread was cause by oblique application of the instrument. There is the possibility that the counter holder np419r was not used. In such a case, it is possible that the adapter was set on an angle. Product IFU caution the user to inspect for loose, bent, broken, crack, worn out or fractured components prior to use. The product should not be used if damaged or defective. It should be set aside if damaged. Any damaged components should immediately be replaced with original spare parts. Furthermore, IFU instruct the user to always carry out a function check prior to use. Corrective action: according to sa-de13-m-4-2-04-000-0 there is no CAPA necessary.